Event description:
It was reported that the after the foley catheter was placed in the operating room, no urine flowed out even after a while, so it was discontinued. Distilled water was injected from the catheter tip into the drainage lumen of the removed catheter, but no flow was confirmed, suggesting there was a blockage somewhere.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley catheter was placed in the operating room, no urine flowed out even after a while, so it was discontinued. Distilled water was injected from the catheter tip into the drainage lumen of the removed catheter, but no flow was confirmed, suggesting there was a blockage somewhere.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all silicone foley catheter with syringe. Blockage was found in the drainage funnel. The scope of CAPA 11881143 is applicable for this product, lot number failure mode. Also received 4 photo samples: first photo sample shows top view of tray packaging. Second photo sample shows top view of catheter and syringe used for the reported event. Third photo sample shows top view of trifurcation site. Fourth photo sample shows inflation cap. DHR review did not show any problems or conditions that would have contributed to the reported event. (B)(6), revision 0 was reviewed for this investigation. The labeling is found to be adequate. Correction: d, e, h - UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after the foley catheter was placed in the operating room, no urine flowed out even after a while, so it was discontinued. Distilled water was injected from the catheter tip into the drainage lumen of the removed catheter, but no flow was confirmed, suggesting there was a blockage somewhere.